Manufacturer narrative:
Patient date of birth/age and weight were not provided for reporting. Date of event is unknown. Additional device procodes gwo, gxr. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient was implanted with two (2) polyetheretherketone (peek) patient-specific implants (psi), a total of eight (8) matrixneuro plates (4 for each psi implant) and sixteen (16) matrixneuro screws during a bifrontal cranioplasty. After approximately one month, implants had to be removed due to infection. The hardware removal was successfully completed on an unknown date. Revision surgery will be scheduled to insert a new flap once patient heals from infection. Patient outcome was satisfactory. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 10 of 10 for (B)(4).